Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/24/2014: dim, discolored display.

Manufacturer narrative:
Submitted: 05/06/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the serial number label is missing from the back of the pump. On investigation, the display screen was found to be dim and discolored.